Manufacturer narrative:
Most recently, information was received indicating that the following physician had programmed this device to monitor only as a result of the impedance issue. The device system remains implanted at this time.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this implantable cardioverter defibrillator (ICD) did exhibit greater than 2,000 ohms pace impedance. The reason for the out-of-range impedance was not known at the time of this initial report. No adverse patient effects were reported.